Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Please disregard h6 health effect clinical code - 4582 no clinical signs, symptoms or conditions as this codes are not applicable for this report.

Event description:
It was reported that sensor failure occurred. The sensor was inserted into the arm, which is off-label usage of the device. The date of event is an approximation. The patient reported experiencing a sensor failure approximately one year ago, which ultimately led to an intensive care unit (ICU) admission. According to the patient, she received a sensor failure alert on both her dexcom receiver and mobile app. At the time of the incident, she did not have any replacement sensors available, which contributed to her decision to seek emergency care. The patient uses the insulet omnipod5 system, which would not have operated in modified closed-loop mode without an active sensor session. The duration of time the system was out of session prior to ICU admission was not specified. Additionally, the glycemic condition that necessitated intensive care was not described. During the call, the patient did not provide further details about the incident due to time constraints, as she needed to leave for work. Although additional attempts were made to obtain clarification of event details, no reply has been received. Data was provided for investigation. The allegation was confirmed via data as a sensor failure after warm-up. The probable cause was determined to be low counts aberration. No additional patient or event information is available.